Event description:
A report was received from the USA, claim has not been defined. It is unknown if the device was used during surgery. However, it is unknown if there was user death or injury. There also was no report of pt injury or medical intervention. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).